Event description:
Related MFR report: 3006705815-2021-03294. It was reported one of the patient's scs system leads migrated, and the patient reported experiencing ineffective stimulation. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.